Manufacturer narrative:
Product analysis: analysis found that the cursor position on the programmer screen did not coincide with the stylus position. As a result the stylus was calibrated. Software was updated. The programmer then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not enter into the work interface. The programmer was returned for servicing. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a upplemental report will be issued.